Manufacturer narrative:
A ge service representative performed an onsite investigation. The main cpu computer was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system would not boot. The fse determined the cause of the problem to be faulty computer. The fse replaced system sbc and verified system functionality. The single board computer (sbc) has a processor, memory components, interfaces for standard devices such as keyboard, mouse, display, hard disk drive, cd/dvd drive, network connection and interfaces for custom device such as tracker box in the system. It uses a standard pci connector for its I/o and gets its power from an external power supply. The sbc runs the real time operating system that controls the system functionality in conjunction with tracker for navigation application. A failure of the cpu would result in the system not booting. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.